Manufacturer narrative:
This valve was reportedly explanted after an implant duration of approximately 2.9 months with no specific reason for explant provided. Surgeon reported "it had multiple holes/perforations in the leaflets...¿. As-received at edwards, the valve presented with three leaflet perforations and four non-transmural damage sites. The location and morphology of the leaflet perforations and damage are consistent with suture-tail abrasion. Since the metal clips tend to raise the profile of a suture tail, can bias the direction of the suture tail towards the leaflets, and can stiffen the free end of the multifilament suture tail; it is likely that the suture clips exacerbated the potential for suture tail abrasion in the present case. When tested in a pulse duplicator, the total regurgitant fraction (trf) of this valve is 30.3% (leakage regurgitant fraction of 27%), which is higher than the 10 % maximum trf allowed for this size valve per iso5840:2005. The size of the perforations is sufficient that the vast majority of the measured regurgitation can be attributed to the perforations.

Event description:
Edwards was informed of a model 3300tfx-23mm aortic valve explanted after an implant duration of 2.87 months. The surgeon reported "it had multiple holes/perforations in the leaflets... His initial guess is suture tails flailing but that was just conjecture."

Manufacturer narrative:
Evaluation summary attached: customer report of leaflet holes/perforations was confirmed. Two holes were observed on leaflet 1, one hole was approx 4mmx2mm and one hole was approx 3mmx3mm. One hole was observed on leaflet 2, hole was approx 2mmx1mm. Leaflet 3 had a perforation that did not penetrate the entire thickness of the leaflet and was approx 2mmx1mm. Multiple perforations that did not penetrate the entire thickness of the leaflet were also observed on leaflets 1 and 2. Perforations were beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. Sutures were observed on the sewing ring near leaflets 2 and 3. Perforations match up to suture positions when leaflet is in open position. However, no sutures were observed on the sewing ring near leaflet 1. The x-ray demonstrated no visible calcification, commissure 1 wireform appeared slightly distorted. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no related nonconformances. The evaluation confirms the surgeon¿s initial report of possible suture tail abrasion. The instructions for use (IFU) for this model device provides guidance related to this type of event. It states: ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. Cases have been reported in which bioprostheses developed severe regurgitation and had to be replaced as a result of wear due to contact with sutures.¿ this information has been communicated to the surgeon.